Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 650 cc mentor memorygel breast implant and experienced postoperative right-sided breast pain, breast mass, and anisomastia. The patient reports that she has been feeling the breast pain since about a year ago. In addition, the patient reports that the right breast seemed to drop, and there is a lump in her right breast. The patient is planning to undergo a revision surgery. However, at the time of this report, mentor has received no information regarding explantation or an expected explantation date.